Event description:
During a surgical site preparation for a tornier shoulder prosthesis implantation, it is reported that the tip section of a 6.5mm rasp instrument broke in use within the patient bone and could not be retrieved. It is reported that the tool segment was left in-situ with the shoulder stem component of the prosthesis cemented in place above the fragment. The shoulder prosthesis is reported to have been successfully implanted without difficulty arising from the indwelling fragment. The proximal segment of the rasp is expected to be returned for evaluation. This is a report of an unanticipated foreign body remaining in-situ following surgery. The rasp is a class 1 surgical reusable instrument. (B)(4).